Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records for the unfolder cartridge (platinum 1) were reviewed. The results for torque, debris, and residue evaluation data sheet were reviewed and all results were within specification. Plasma process parameters were within specifications during the plasma treatment for cartridges. No non-conformance was generated during the manufacturing process of this lot. All manufacturing operations were in compliance. Product met release specifications. The tecnis toric intraocular lens (iol) was returned to the manufacturer. The lens had a haptic stuck to the optic and appears to have evidence of viscoelastic on it indicating the device was handled and prepared for surgical use. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that while implanting a tecnis toric (B)(4) the unfolder platinum 1 cartridge split. The lens was removed using forceps and the surgery successfully completed with a back up tecnis toric lens. In follow up received 12/19/14 the intraocular lens (iol) was returned to the manufacturer. A note was written on the package which indicated there was an incision enlargement required to remove the iol but the iol was not (fully) implanted. The note stated a vitrectomy was performed which was not related to the iol. The cartridge was not returned to the manufacturer.